Event description:
It was reported that the lead exhibited low impedances measuring between 150 to 199 ohms in both unipolar and bipolar configurations. Noise was also noted on stored electrograms. The patient would be monitored.

Event description:
New information notes the lead continues to exhibit low impedance and intermittent noise. The lead also exhibited high thresholds and fluoroscopy revealed that the lead exhibited clavicular crush. The lead was capped on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.